Event description:
It was reported that the device had early recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant products: 6935 implantable tachy lead, (B)(6) 2009; 4470 competitor implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Clinical data review was determined to be not required because physical analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.